Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer and did not respond to a magnet application. The patient presented in hospital in vt and the device did not provide therapy.